Event description:
It was reported that during an unspecified surgical procedure, an outlier in prosthesis size was identified, along with incorrect robot positioning during the cut on the robotic assisted satellite station device. The device was used in conjunction with the robotic assisted base station device. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device log files were reviewed for the reported event. Investigation summary: two failures were reported and confirmed via the logs file review. 1. Outlier in prosthesis size. 2. Incorrect robot positioning. Failure 1: the investigation showed that the implant size was 8 for one of the cases. Logs show sub-optimal landmark acquisition. It is recommended that the user follow the acquisitions instructions within the instructions for use. Failure 2: the investigation found that the most probable root cause of the reported issue is sub-optimal leg position relative to the robot. The user should follow the positioning instructions within the instructions for use or the troubleshooting instructions. It is recommended that the user follow the guidance within the instructions for use, intraoperative; initial manual positioning. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Position the center of the device array interface at 25mm (1 inch) below the femoral epicondyles. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. The root cause of the reported failures is use error. No defect was found with the system or software. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b3: date of event updated. B5: during subsequent follow-up with the reporter additional information was obtained. The reporter explained that the incident took place on (B)(6) 2025, during a total knee arthroplasty ("tibia first") procedure. The event occurred during the tibial resection step, and the procedure was halted before completing the tibial cut. The robot returned to its home position, and the surgeon transitioned to manual instrumentation. The saw was off the intended cutting plane due to tracker loss. It was unclear whether the robot was mounted to the bed; however, it is possible that instability or extreme arm positioning may have compromised tracker visibility. The tibial cut was not performed, and no re-cuts were made with the device. The procedure was completed manually. Tracker loss was detected at the start of the cut, and both the robot and saw were in an incorrect position or plane, unable to be adjusted due to the missing tracker visibility. The reporter stated that it was unclear whether the robot was mounted to the bed; however, it is possible that instability or extreme arm positioning may have compromised tracker visibility. The tibial cut was not performed, and no re-cuts were made with the device. The procedure was completed manually. Tracker loss was detected at the start of the cut, and both the robot and saw were incorrect position or plane, unable to be adjusted due to the missing tracker visibility.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h6: medical device problem codes updated.